Event description:
Discordant, falsely elevated blood urea nitrogen (bun), creatinine (crea), potassium (k) results and a falsely low sodium (na) result were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who ordered further testing. A new sample was obtained from the patient and tested on the same instrument, resulting as expected. The original sample was then repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun, crea, k and na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse stated that he often finds gel in the drains and on probes, due to improper sample handling by the customer. The cse has advised the customer of proper centrifugation. The customer stated they will discontinue the use of stat spins. A healthcare support center specialist has reviewed the data which indicated a low standard a air reading, consistent with the presence of a non-homogenous sample. The cause of the discordant, falsely low bun, crea, k, and na results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.